Manufacturer narrative:
Ous MDR - the ICD first underwent a status interrogation. The device status of eri was confirmed, a number of 11 charge processes had been documented. Next, the ICD's capability to provide therapy was tested. The antibradycardiac output signal was normal and matched the programmed values. A fibrillation signal was supplied and the device detected the fibrillation signal as expected. A charge process followed the detection, which was, however, aborted. Subsequently, the ICD reported the device status eos, which indicated a discharged battery. The device was opened. The battery was checked and proved to be discharged. The electronic module underwent analysis. An increase current consumption of the module, due to damage to an integrated circuit, was identified as cause for the clinical observation. The mfg data of the device were reviewed. At the time of its shipment, the ICD was in a state that met specifications. There was no indication of a device defect at that time. In summary, the clinical observation was caused by damage to an integrated circuit on the electronic module. The examination of the mfg data showed that the device was in a state meeting specifications at the time of shipment. There are no indications of a mfg error.

Event description:
Ous MDR - after an implantation time of about 2 yrs, it was reported that the ICD was explanted due to eri. No deterioration of the pt's state of health was reported.